Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported having been diagnosed with cancer (unspecified). This file is for the left side. Upon full review of the form, the event of cancer has been ruled out. Healthcare professional later reported left side capsular contracture, baker grade iii and ptosis baker grade I. Device remains implanted.

Event description:
The device has been explanted.